Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified. Clinical applications specialist (cas) review stated based on the provided information only a very limited evaluation could be made. Cas could not say anything about the reliability since refractions should be done manually. The doctor should also wait an appropriate healing time to check the stability. 15 days after surgery might be too short. The treatment report showed that there was a break during the treatment of 20 seconds. If it was during the stromal ablation part, it could have had an effect on the stromal dehydration of the cornea and could have caused an overcorrection of the tissue. Which point of the treatment the break was made and why could not be determined. The root cause could not be identified conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. (B)(4).

Event description:
A doctor reported an overcorrection approximately three weeks post transepithelial photo refractive keratectomy in a patient's left eye. Upon follow up, the patient complains of blurry vision and continues to be observed.